Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter states that a dobbhoff enteral access device used for feeding was installed in the patient. There was resistance while attempting to administration drugs and filtered water. An x-ray was performed and it was noted that the device was twisted. After removal, it was noted that device had a fold/kinked that caused the obstruction. No additional information is available from the reporter. Patient information is unknown.